Manufacturer narrative:
(B)(4). Batch # n91c6d. Additional information was requested and the following was obtained: can you please clarify when the device was ripped, was there any loss of material? No piece fell off. The analysis results of the flr01 found that it was received with the retractor torn. In addition, the tyvek was returned for analysis. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, it was reported that the device ripped. Another like device was used to complete the procedure. There were no adverse consequences for the patient.